Event description:
Anesthesia was administered to a pediatric pt with a known allergy to latex in a latex-free environment. The temp protective cover was placed over the temperature sensor and used on the pt. The pt experienced anaphylactic shock. The pt survived and is recovering. The customer reports that the product packaging does not contain any info concerning the latex content of the product.

Manufacturer narrative:
The customer was contacted and asked to clarify the specific type of pt monitor that was in use during the event. The customer reported that because they were in the process of installing new siemens equipment in place of their old hewlett packard monitors, they were using the siemens latex temp probe covers with a hwelett packard monitor (model and serial number were not provided). Because it was the siemens latex temp probe cover itself, and not the monitor hat led to the incident, siemenes will continue the investigation of the event. Siemens has placed all products containing the latex temp probe covers on ship hold until the labeling of the product can be revised to include an advisory notice of the latex content.